Manufacturer narrative:
It was reported that the patient had an acute infection. The surgeon suspects the cause of the infection arose from a tattoo the patient received a few months after surgery, but cannot confirm this as the root cause. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
It was reported that the patient had an acute infection. The surgeon suspects the cause of the infection arose from a tattoo the patient received a few months after surgery, but cannot confirm this as the root cause. Revision surgery is planned to exchange the poly inserts.